Manufacturer narrative:
Additional products: d1: heartware ventricular assist system -controller 2.0, d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial#: (B)(4) UDI #: (B)(4), h4: mfg date: 31-mar-2017, h5: no, h6: device code(s): FDA 1198, h6: FDA conclusion code(s): FDA 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient's pump stopped for twenty-five minutes during the procedure and the patient's controller was exchanged due to electrical faults.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient's ventricular assist device (vad) had high watts and electrical fault alarms due to wire damage. Log file review indicated a possible short circuit on the rear wires. The patient was sedated and a splice repair was performed in the operating room (or). The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a segment of the driveline cable and the controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed 2 electrical fault alarms logged on (B)(6) 2019 due to an overcurrent condition on the rear stator, resulting in the pump running on the front stator only. Additionally, 191 high watt alarms were logged since (B)(6) 2019; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. As a result, the reported electrical fault and high watt alarm events were confirmed. A driveline splice procedure was performed to mitigate the reported conditions. Failure analysis of the returned controller revealed that the device passed visual inspection and functional examination. Failure analysis of the returned segment of driveline cable revealed that the device passed functional testing; all wires maintained continuity across the length of received segment and the connector was able to connect securely to a test controller port. Visual inspection revealed damage of the outer sheath of the driveline, likely due to wear and/or the handling of the device. Visual examination of the driveline connector did not reveal any damage, recessed pins, and/or foreign material inside the connector that may have compromised the mechanical/electrical performance of the returned device. Additionally, no damaged wires were observed within the returned segment of the driveline; as a result, the reported "wire damage" event could not be confirmed. Since the entire length of the driveline cable was not returned for evaluation, it is possible that the wires were damaged in a segment which was not received or that the splice procedure was performed at the site of the reported wire damage. Based on the available information, the most likely root cause of the reported event may be attributed to the reported driveline wire damage, likely due to wear and/or the handling of the device. Additional products: d4: serial #: (B)(6), d10: yes, return date: 01-jul-2019 h3: yes dev rtn to MFR? Yes. H6: patient code(s): c76143 h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high watts and electrical fault alarms. Log file review indicated a possible short circuit on the rear wires. A splice repair was performed in the operating room (or). No patient complications have been reported as a result of this event.